Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were removed/broken. Cracked on left plunger case. The customer did not state or provide a specific problem or issue that could be found in the event history log. The technician performed an occlusion test and all the functional test. The technician found a motor rate error during the occlusion test; however, the customer did not provide a specific problem or issue to identify a root cause. Replaced left plunger case for physical damaged, replaced leadscrew and clutch halves for motor rate error. Performed occlusion test and all functional tests, which the device passed.

Event description:
It was reported that there was a patient incident and needs investigation. No patient injury was reported.